Event description:
Reportedly, we have recovered a pacemaker (symphony 2550) from a deceased individual and there are concerns that the device suffered an unexpected failure. We have been unable to interrogate the pacemaker via pacemaker programmer, potentially due to battery failure.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, we have recovered a pacemaker (symphony 2550) from a deceased individual and there are concerns that the device suffered an unexpected failure. We have been unable to interrogate the pacemaker via pacemaker programmer, potentially due to battery failure.

Manufacturer narrative:
Please refer to the attached analysis report.